Event description:
Reporter alleged, obtaining discrepant blood glucose results on the inform system of 395 mg/dl compared to a laboratory measurement of 149 mg/dl, when testing was performed within a few minutes of each other. No actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.